Event description:
Pt was wearing a foam stoma cover (subject of this report) while he was using a "john bunn" humidifier. Shortly after humidifying, he felt a sneeze coming and he inhaled deeply. He states, the foam stoma cover then got stuck down his stoma. He went to the emergency room and the doctor sprayed something down his stoma that made him cough the foam stoma cover up. We have no knowledge of this humidifier and the method of operation.

Manufacturer narrative:
Contacted patients slp who stated pt sees him only once a year and has no knowledge of this event. He stated that pt has "typical stoma" and that pt has no unique physiological characteristics due to additional surgeries.